Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 153 mg/dl. The customer also stated that the insulin pump screen was blank as well as they can not see the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. Device received with cracked case corner of the belt clip rails near the battery compartment.